Manufacturer narrative:
The manufacturing location for this product is (B)(4), india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the DHR of material no. 391591 with batch no. 2040075 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. There are no samples and no photograph along with the reported complaint of catheter damage the investigating team has used the retention samples of material number 391591 and lot number 2040075 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for catheter damage and no catheter damage was found in the ten retention samples. Since there is no received samples or photographs these defects could not be investigated further. The defect is not confirmed. The probable root cause could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that catheter broke/separated from hub while using bd venflon¿ IV cannula. This occurred twice and surgical intervention was done. The following information was provided by the initial reporter: two cases of catheter embolism happened for the same patient. Patient complained about pain and swelling, so nurse removed catheter later found half of catheter is missing. Same happened again in next hand.

Manufacturer narrative:
H.6. Investigation summary: there are no samples and one photograph along with the reported complaint of catheter damage the investigating team has used the retention samples of material number 391591 and lot number 2040075 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples and on the photograph. The investigating team has visually tested the retention samples for catheter damage and no catheter damage was found in the ten retention samples. Since there is no samples and one photograph, the defect could not be confirmed. There is no sample and the photograph could not help in confirming or investigating the complaint further. For confirming the complaint of catheter breaking inside the vein and why the catheter got broke we will need to investigate the original sample, along with the remaining pieces of the catheter that was outside the patient vein. Requesting for the entire product to be sent to the manufacturing unit for investigation. The defect is not confirmed. The probable root cause could not be identified.

Event description:
It was reported that catheter broke/separated from hub while using bd venflon¿ IV cannula. This occurred twice and surgical intervention was done. The following information was provided by the initial reporter: two cases of catheter embolism happened for the same patient. Patient complained about pain and swelling, so nurse removed catheter later found half of catheter is missing.. Same happened again in next hand.

Event description:
It was reported that catheter broke/separated from hub while using bd venflon¿ IV cannula. This occurred twice and surgical intervention was done. The following information was provided by the initial reporter: two cases of catheter embolism happened for the same patient. Patient complained about pain and swelling, so nurse removed catheter later found half of catheter is missing.. Same happened again in next hand.

Manufacturer narrative:
The following fields have been corrected: h1. Type of reportable events: serious injury. H6: evaluation codes mdrf annex e grid: (B)(4).